Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event, further described by the patient as ¿has peritonitis for about a month and spent time in the hospital ¿ (not further specified). Treatment was not reported. The outcome of the peritonitis event and the action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.